Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date, the patient was hospitalized for the event. However, no treatment was rendered for the event. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.